Event description:
It was reported that during the setup with a u9000 filter, an external fluid leakage was observed. The qualified technician replaced the filter. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h6 and h10 the device was not received for evaluation; however, the device was evaluated by an onsite qualified technician. Upon onsite evaluation it was observed the ultrafilter was leaking. The reported condition was verified. To resolve the issue, the qualified technician replaced the ultrafilter. The most likely cause of the condition is due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.